Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: having a rash of issues with our lido needles in the cvc kits being very hard or impossible to inject through. No definite signs-of-use were observed. Visual analysis did not reveal any obvious bending/kinking of the needle cannulas. Microscopic examination revealed what appears to be an occlusion directly adjacent to the needle bevels.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: having a rash of issues with our lido needles in the cvc kits being very hard or impossible to inject through. No definite signs-of-use were observed. Visual analysis did not reveal any obvious bending/kinking of the needle cannulas. Microscopic examination revealed what appears to be an occlusion directly adjacent to the needle bevels.

Manufacturer narrative:
D.10 device available for evalution?: yes d.10 date returned to manufacturer?: 2022-06-09 h.3 device returned to manufacturer?: ?: yes h.3 device eval by manufacturer?: yes h.6 investigation summary: it was reported the needles are very hard or impossible to inject through. To aid in the investigation, four samples with opened packaging blisters labeled as "arrow" were received for evaluation by our quality team. All the samples have the plastic shield and the safety mechanism has not been activated. Each sample was connected to a syringe with saline solution. Three samples expelled the solution with normal flow and one did not; this needle is clogged. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. A device history record review was completed for provided material number (B)(4), lot number 1356460. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the lubricant application was performed. The settings were correct and the flow of products were good. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that a process variation occurred at the needle lubricant application inducing the symptom reported and not detected in the next processes. Verification of the lubricant application was performed. Settings were correct, flow of products was good.